Event description:
Medtronic received information that unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.1e. On (B)(6) 2021 customer returned pump for an alleged unexpected battery power loss alarm. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test, self test and passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained end cap sticker, stained address/serial number label. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm noted. Battery power loss alarm not confirmed.